Manufacturer narrative:
Evaluation summary: there were kinks present along the hypotube distal to the strain relief. The transition tubing was kinked distal to the transition bond. There was deformation to the transition tubing material proximal to the kink site. The stent was positioned on the balloon between the marker bands as per specifications. There was deformation to the distal stent with numerous struts raised. A sheath of similar dimensions could not be loaded over the stent due to the deformed struts. There was no damage to the distal tip. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use one resolute integrity rx drug eluting stent to treat a moderately tortuous and severely calcified lad ostium lesion(16 mm), exhibiting 80 % stenosis. It was reported that the device was removed from it's packaging and inspected with no issues noted. The lesion was pre-dilated and negative prep was performed successfully. Resistance was encountered when advancing the device, but no excessive force was used. It was reported that the stent could not pass through the lesion and that stent strut damage was observed. The physician replaced the device with an endeavor resolute rx stent and completed the procedure without further complication. No patient injury was reported. It was reported that the physician believes that the event was due to patient morphology/anatomy and was not device related.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.